Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault alarms. The customer performed troubleshooting, but the issue was not resolved. The issue occurred during patient use, the customer reported the unit was replaced. The customer reported no patient consequence is associated with the event.